Manufacturer narrative:
(B)(4). D10: unknown cup unknown g2: foreign: australia no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Subsequently, a revision occurred due to the neck of the arcos body impinging on the cup causing metallosis. Records were not provided for the revision. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 1. Right tha with long stem femoral component. Oversized acetabular cup with short femoral neck causing impingement on frog leg views. 2. Screw fragment proximal femoral diaphysis. A definitive root cause cannot be determined. This complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient with hip dysplasia had a right total hip arthroplasty. Subsequently, the patient underwent a revision surgery ten years post implantation, due to the neck of the arcos proximal body was impinging on the cup, causing metallosis. No additional information has been provided.